Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for missing package label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. An evaluation of the complaint was completed and the indicated failure mode for missing package label was observed during review of the customer photos. Bd was unable to determine the root cause of the customer's issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use the product label was discovered to be missing on 100 boxes with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter: customer found that abg bos didn't have product label.